Manufacturer narrative:
Results: microswitch set screw out of adjustment.

Event description:
It was reported by service report that the bed would not reset correctly after engaging manual CPR release to lower the fowler. There was patient involvement, however, no adverse consequences are reported.